Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and the ok keypad button was completely unresponsive. The keypad cover allegedly detached from the pump completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to have peeled off the pump completely. During testing, all of the pump keypad buttons were completely unresponsive. Contamination was found under all key contacts. All of the keypad button contacts were also damaged. Unrelated to the complaint, the display screen appeared dim, faded, and discolored.